Manufacturer narrative:
The cause for the (B)(6) hcv result is unknown. There is no sample available for testing to determine the cause. Based on the information provided, it is possible that the antibody levels have dropped for this individual based on possible medication or time since infection. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "a (B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur hcv assay is used in conjunction with other manufacturers' assays for specific (B)(6) markers."

Event description:
(B)(6) advia centaur xp hcv (ahcv) results were obtained for two sample draws from the same patient. The results were reported to the physician and were questioned. The patient samples were tested on other methods and the results were positive. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the (B)(6) advia centaur xp hcv result.